Event description:
A registered nurse reported the camera icon in the cranial software application was grayed out, although they did hear the normal camera communication beeps when entering the application. She shut the system off, then unplugged and replugged the camera cable at both connections. She then rebooted the system and entered the cranial software application. The system then functioned properly. They were able to store registration points. However, when they went to use the system after about 20 minutes of it sitting idle, they were no longer able to track any instruments and the diagnostics tab in the software said "localizer disconnected." . There was no communication with the camera. They tried relaunching the software and this did not resolve the issue. Tried rebooting the entire system and this still did not resolve the issue. At this point in time the surgeon opted to discontinue use of the navigation system and proceeded with the surgery. The delay to the case was approximately 10 minutes. No patient harm occurred due to the reported event.

Manufacturer narrative:
Patient information was requested but not provided from the site. The site does not wish for the manufacturer to troubleshoot this issue or replace any parts.